Event description:
It was reported that an ilet user experienced a g7 warmup countdown stuck at less than one minute for an extended period, during which the user ate breakfast and later entered a meal announcement; the user toggled g6/g7 settings, re-entered the sensor number, obtained a 210 mg/dl fingerstick, manually entered it into the pump, and saw subsequent cgm readings of 212 mg/dl without alerts or alarms. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, insufficient information regarding a specific medical device problem, and no identified component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.